Event description:
It was reported that normal saline 1,000ml was programmed to infuse at 20ml/hr. However, the fluid was delivered as a bolus. The event occurred in intensive care unit. There was no patient impact. Upon further investigation by the hospital's biomedical engineering department, it was found that the pump module failed a flow accuracy test. The device was tested with a volute to be infused (vtbi) of 12ml at a rate of 500ml/hr. The expected weight was 12 grams while the actual weight was 12.444 grams. The acceptable error range was +/-3.400% while the actual error was 3.700%. Furthermore, the pump module was inspected and found a significant cracking of the door hinge, preventing the tubing set form being fully occluded, and therefore allowed the uncontrolled flow event to be replicated when the tubing set was positioned a certain way. It is the customer's belief that this was the root cause of the overinfusion event. It was further noted that the customer will repair the unit and does not intend to send the pump tp bd for further investigation. A photo of the device was provided by the customer.

Manufacturer narrative:
The reported issue that normal saline 1,000ml was programmed to infuse at 20ml/hr, however the fluid was delivered as a bolus could not be confirmed; no product or device logs were returned for investigation. The photo received showing plastic breakage at the lower door hinge appeared to be cosmetic only and is not believed to have been a contributing factor. The administration set reported when turned a certain way produced unregulated flow could not be confirmed and the model number of the tubing set was not provided. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The pump module was not returned. The photo provided exhibited plastic breakage at the lower hinge shroud of the bezel assembly showing the lower door hinge in view and still intact. The pump module had a unit ID displayed as "b", however the device serial number was not in view. The observed breakage at the lower door hinge shroud of the bezel appeared to be cosmetic only based on prior investigations and observations of this type of damage. No root cause available due to device not returned. Device history: review of the sn (B)(6) service history record showed the device had a manufacture date of 03apr2014. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Per previous discussion with the customer, it is their policy not to provide patient information.

Event description:
It was reported that normal saline 1,000ml was programmed to infuse at 20ml/hr. However, the fluid was delivered as a bolus. The event occurred in intensive care unit. There was no patient impact. Upon further investigation by the hospital's biomedical engineering department, it was found that the pump module failed a flow accuracy test. The device was tested with a volute to be infused (vtbi) of 12ml at a rate of 500ml/hr. The expected weight was 12 grams while the actual weight was 12.444 grams. The acceptable error range was +/-3.400% while the actual error was 3.700%. Furthermore, the pump module was inspected and found a significant cracking of the door hinge, preventing the tubing set form being fully occluded, and therefore allowed the uncontrolled flow event to be replicated when the tubing set was positioned a certain way. It is the customer's belief that this was the root cause of the overinfusion event. It was further noted that the customer will repair the unit and does not intend to send the pump tp bd for further investigation. A photo of the device was provided by the customer.

Event description:
It was reported that normal saline 1,000ml was programmed to infuse at 20ml/hr. However, the fluid was delivered as a bolus. The event occurred in intensive care unit. There was no patient impact. Upon further investigation by the hospital's biomedical engineering department, it was found that the pump module failed a flow accuracy test. The device was tested with a volute to be infused (vtbi) of 12ml at a rate of 500ml/hr. The expected weight was 12 grams while the actual weight was 12.444 grams. The acceptable error range was +/-3.400% while the actual error was 3.700%. Furthermore, the pump module was inspected and found a significant cracking of the door hinge, preventing the tubing set form being fully occluded, and therefore allowed the uncontrolled flow event to be replicated when the tubing set was positioned a certain way. It is the customer's belief that that this was the root cause of the overinfusion event. It was further noted that the customer will repair the unit and does not intend to send the pump tp bd for further investigation. A photo of the device was provided by the customer.